Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A functional test of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, review of specifications, and manufacturing instructions. One package labeled rpn nge-017115 and label lot 8706206 was received. The device was returned with the handle in the open position and the basket formation was in the closed position. The collet knob is tight and secure. The mlla [male luer lock adapter] is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. The support sheath is severed 2 mm from mlla. There is a 1 cm gap between the points of separation. A functional test determined the handle does not actuate the basket formation. The basket formation cannot be manually actuated. The device history record was reviewed, and no related non-conformances occurred during the production of lot number 8706206. A search of complaint records found this is the only complaint associated with lot number 8706206. A review of relevant manufacturing documents was conducted. It was concluded that the devices were functionally tested during production. The devices were inspected for damage before shipment. A review of production processes and quality inspection documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There was no evidence to suggest that the devices were manufactured out of specification. The instructions for use include directions to prevent damage to the device and they include directions to not use the device if the package is broken. Based on the provided information the cause of the damage could not be definitively determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required.

Event description:
It was reported, the ngage nitinol stone extractor was broken. The surgery technician noticed it as soon as it came out of the package and opened another ngage for the procedure. The device never touched the patient. Further event details were obtained. As reported, the wire coming out of the actuator was kinked. The wire going through the sheath was not going straight out as it was kinked to one side. The device was not checked to determine if it was functioning properly, they saw it was damaged and grabbed a new device. No adverse events have been reported as a result of the alleged malfunction.